Event description:
New information received notes the patient was in a nursing home and experienced difficulty presenting at the clinic. It was noted that the patient received multiple inappropriate shocks in (B)(6) 2025 and programming changes to disable tachy therapies on the right ventricular (rv) lead were completed. The patient presented for an additional exam on (B)(6) 2026, and normal device function was observed. The electrophysiologist was possibly waiting for the normal elective replacement indicator (eri) to be reached in order to address the rv lead. The patient was dependent, but no symptoms were reported. The patient was stable.

Event description:
It was reported that oversensing noise and inappropriate auto mode switching (ams) was observed on the right ventricular (rv) lead. Programming changes were recommended. There were no reported patient consequences.